Manufacturer narrative:
On (B)(6) 2017, the contact reported that the customer had changed out the pump supplies after the last bg event and the bg decreased back to the target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-500 mg/dl) with a small to moderate level of ketones. The pump supplies were to be changed and a bolus via the pump delivered to address the bg level. The cause of the high bg was not known. As the events had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.